Event description:
Customer reported a hba1c result of 5.5 on the dca instrument. The customer said their lab method gave a result of 6.7 two days earlier. Physician questioned result. There was no report of injury with this event.

Manufacturer narrative:
Customer was unable to identify what lab method was used. The customer reported the last date of quality control was 4/13. Customer was advised on the need to routinely run quality controls. Customer was advised to not use instrument until qc were run. Quality control procedures and system cleaning techniques were reviewed with the customer. Quality control materials were being sent to the customer as well as instructions as to frequency of use required for the dca.